Event description:
It was reported by the customer that during a routine checkup, the cardiosave intra aortic balloon pump (iabp) had a catheter restriction error. No patients was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.